Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the audio of the insulin pump was no longer working. The customer's blood glucose was 6.2 mmol/l at the time of incident. The customer also reported that hardware low level failure occurred during self test. The device is not expected to be returned for analysis. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test and self test. The audio tone/beep functioned properly. Hardware low level failures alarm (variableinfo=3) confirmed in the pump history due to broken trace on keypad assembly.